Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2015-00068, 2030404-2015-00064, 3005334138-2015-00094, 3005188751-2015-00100, 3005188751-2015-00101, 2030404-2015-00071. During a repeat pulmonary vein isolation procedure, a pericardial effusion occurred. After all pulmonary veins were isolated using a flexibility ablation catheter, rapid pacing was performed from the coronary sinus to attempt induction of atrial fibrillation. The patient became hypotensive at this time and remained hypotensive when pacing was terminated. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the ICU for observation and has since been discharged. There were no performance issues with any sjm device.